Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a (B)(6) female pt who received her first application of poly-l-lactic acid (sculptra) on (B)(6) 2007, and her second application on (B)(6) 2008, with 57 days in between applications. Relevant medical history and concomitant medications were not mentioned. The pt has had a previous implant with hyaluronic acid (restylane). There was no combination therapy. Approximately on (B)(6) 2008, the pt developed important nodules on the facial area. An intense inflammatory reaction with big patches was observed on the malar area. Until (B)(6) 2008, triamcinolone acetonide (theracort), five intralesional applications were used. The pt had nodules and papule-postular lesions and intense local pain. The pt did not experience any lesion at the neck where poly-l-lactic acid was also administered. The events are ongoing. The reporter believes the suspected drug reaction is poly-l-lactic acid. The dilution volume was 6.3 ml distilled water; application sub-dermal in x position (insulin needle) - conventional technical. Pictures of affected area have been submitted and are on file with source document. Addendum for follow-up info received on 13-aug-08: this case is associated to cases (B)(4) by the same reporter. The reporting physician confirmed that in all three cases, the pts developed complications after using lot 6015. It is reported that these female pts developed "contamination for rapid growing mycobacterium." The reporter confirmed that this pt used lot 6013 in the beginning of (B)(6) 2007 on her first session, and developed complications after she used lot 6015. The reporter mentioned that she had knowledge of an outbreak of mycobacterium, which has been happening in (B)(4) after some medical procedures (nos). Additional info received on 14-aug-08: (B)(4). Additional info received on 18-aug-08: the reporting physician stated that cultures were performed in a private laboratory, but as of the date of this report, the results have yet to be provided. The reporter stated that she was thinking that "something happened" (nos) with the poly-l-lactic acid, or with the sterile water. Additional info received on 03-sep-08: (B)(4); batch number a6015 revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history records) and of the analytical results of the involved batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.